Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 02-nov-2023 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The handpiece was received with the plunger rod fully advanced and opened lens module. The lens module displayed no markings that would indicate improper plunger rod advancement. The plunger rod was inspected and no issues were identified. Half of a lens was received. The uncleaned lens was visually inspected and no foreign material as described by the complaint was identified. The cartridge was inspected under magnification. The cartridge presented with viscoelastic residue distributed through the entire length indicating that an adequate amount was used. No issues that could have caused or contributed to the complaint issue were identified. The lens was inspected under magnification and presented with damage to the optic body. No further issues were identified. The complaint issue foreign material - loose was not confirmed during product evaluation. The observed issue of lens damaged is similar to the complaint issue cosmetic issues, but could not be confirmed to be related to the manufacturing or design process. The complaint issue damaged / broken was not confirmed during product evaluation. Based on the complaint investigation results, the observed issues during product evaluation could not be confirmed to be related to the manufacturing or design process. Therefore, no further actions are required. Marking on the lens module suggest the lens module was opened after manufacturing. The lens module was inspected for markings that would indicate improper plunger rod advancement and none were identified. No issues that could have caused or contributed to the complaint event were identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a - if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b - if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small dent or scratch as well as a foreign substance had been found to adhere to the back of the preloaded intraocular lens (iol) after implantation. The substance was removed with tweezers, but the impression remained. Therefore, the iol was replaced with another lens. It seemed that the tip of the plunger had broken and a fragment had adhered to the iol. There was no patient injury reported. Though follow-up we learned that the replacement iol implanted was a dib00 model lens, serial number is unknown. The incision was enlarged from 2.4 mm to 3.0 mm. One day after the surgery, 0.5 was the best corrected visual acuity. The patient had a mild corneal edema and was admitted to the hospital for three days and two nights. The patient's health condition was normal upon discharge and no further details were provided.